Event description:
On 5/15/96, device was implanted. On 12/04/96, a tandem cuff was implanted. On 2/13/97, the device was removed from the pt due to fluid loss--the "y" connector became disconnected. An entire device was implanted with a tandem cuff. Add'l lot/ser#: co950 010.